Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing over.the customer reported that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that new orders were not crossing due to services not running on the cce side. A technical support specialist dialed into the server using remote smart service (rss) and discovered that several services were inactive on the carefusion care coordination engine (cce). The cce team subsequently restarted the services. After contacting the customer, it was confirmed that all orders were processing without any issues. The system functioned as intended after the technical support specialist and cce team troubleshot the device.